Event description:
It was reported the pt's low reservoir alarm was sounding. The pt experienced increased pain. The hcp had increased the dose in 2008, one week later, and twenty days after. The device was replaced. The pt recovered without sequela.